Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to the cutter would advance on the probe but would not retract completely. The analysis site confirmed the customer complaint and to correct the complaint, the site replaced two 21 link ladder chains, transverse drive shaft and bushing due to the chains were broken and heavy contamination which caused one drive shaft and bushing to seize up, confirming the customer complaint. The top and bottom motor mounts were replaced due to both were cracked, and per the service manual performed service tests, no functional faults found. The device history records has been reviewed and has passed qa inspection.

Event description:
It was reported stating that during a breast biopsy they noticed that the cutter would advance on the probe but would not retract completely. They changed ex holster using the same probe and the second holster worked properly. There was no patient consequence to the patient.